Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as: 2134265-2014-07803. It was reported that stent shortening occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to performed a pre- intravenous ultrasound (ivus). The promus premier¿ stent was then deployed. After that, the opticross¿ was then used to perform post-ivus. When catheter removal was attempted, it was noted that the opticross¿ became stuck with the promus premier¿ stent and the stent was shortened. Several attempts were done to remove the opticross¿;however, it was unsuccessful. Subsequently, the opticross¿ was forcefully and completely removed from the patient's body using a gooseneck snare. An unspecified stent was then implanted to resolve the stent's profile problem. The procedure was completed with another of the same opticross¿. No patient complications were reported and the patient's status was good.